Manufacturer narrative:
(B)(4). As the sample was not available and the lot number unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a loose connection between an unknown disposable and a minicap transfer set during use. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.